Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a trochanteric femoral nail advanced (tfna) short nail procedure, when the surgeon went to ream for a helical blade, the surgeon could not do so as the guide pin/ wire was still in the reamer/ cannulated stepped drill bit from a previous case. The sterile processing department did not check the reamer during the cleaning and sterilization process. The surgeon was able to remove the guide pin/ wire from the reamer and continued the surgery without any other issues. It is unknown if there was a surgical delay. There was no reported issue, just precautionary for infection from the guide pin/ wire that was stuck in the reamer/ cannulated stepped drill bit from the previous case. The patient outcome was unknown. Concomitant devices reported: helical blade (part number unknown, lot unknown, quantity 1), 6mm/9mm cannulated stepped drill bit (part number 03.037.022, lot unknown, quantity 1). This report involves one (1) 3.2mm guide wire 400mm. This is report 1 of 1 for (B)(4).